Manufacturer narrative:
Investigation summary: bd received 2 photos and a video for investigation. In the photos and video, a tube is shown with its stopper stuck inside, and the stopper is separated from its shield. Additionally, the stopper is missing a portion of material around its rim. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: closure separation and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the rubber stopper of one tube was found to be incomplete resulting in closure separation. No adverse impact was reported regarding the patient or user.